Event description:
A (B)(4) distributor returned a charger/modem for an unrelated issue. During servicing, the charger/modem failed to power on. The charger/modem was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.